Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shocks were delivered for fast ventricular tachycardia (vt) episodes that were possible atrial arrhythmias with rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.